Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea. Concomitant products included ondansetron (zofran) for nausea as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (bilateral salpingectomy, ovarian cystectomy on 14-jun-2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: in summons reports plantiff went for essure confirmation test and now in this follow up it was reported plantiff did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: right and left fallopian tubes (bilateral salpingectomy): tubal segments with essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs and mr received. Date of explant added. This case become incident. Following events were added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish. Event physical pain/pelvic area was clubbed. Onset date of the event physical pain/pelvic pain was added. Outcome of the event physical pain/pelvic pain was updated from unknown to recovering/resolving. Reporter information, medical history, concomitant drug and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area/pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea. Concomitant products included ondansetron (zofran) for nausea as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy, ovarian cystectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: in summons reports plantiff went for essure confirmation test and now in this follow up it was reported plantiff did not underwent essure confirmation test. Plaintiff received treatment for pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2016: right and left fallopian tubes (bilateral salpingectomy): tubal segments with essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events per pfs: abdominal pain was added. Outcome of pelvic pain, abdominal pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.